Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and caldera desara slings were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). It was reported that after mesh implantation, patient experienced dyspareunia, pelvic pain, urinary incontinence and bowel disturbances.

Manufacturer narrative:
It was reported that the patient concurrently underwent transobturator tension free vaginal tape sling placement, and cystourethroscopy.

Event description:
It was reported that the patient concurrently underwent transobturator tension free vaginal tape sling placement, and cystourethroscopy.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.